Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet emitted an alert indicating sustained elevated blood glucose, and the patient later identified the alert source as the ilet. The patient experienced hyperglycemia with a reported peak of 350 mg/dl lasting approximately 1.5 hours, which began trending down after a recent supply change; no back-up therapy, ketone testing, medical intervention, or other assistance was used. Symptoms included no acute clinical effects. Outcomes included no functional impairment or need for medical care. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and no confirmed component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.